Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection and flow testing confirmed the reported condition. The cause was determined to be excessive drug precipitate in the fluid of the bladder, significantly slowing down the flow rate of the device.

Event description:
It was reported that a large volume infusor under infused. The infusor was filled with 240 ml of nafcillin and 15 ml of sterile water. The pharmacist primed the infusor without incident. Seventy two hours into the patient infusion most of the solution was observed to remain in the infusor. There was no report of adverse event in association with this event. Additional information was requested and is not available.